Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. Evaluation summary: it was caused due to an excessive force applied on the ccd cable. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. During the operation, it was found that the image was distorted and discolored , which was not conducive to the judgment. Then, other lenses were used for colonoscopy, and the user contacted to the factory for repair.